Manufacturer narrative:
The customer's meter has been requested for investigation. The customer does not have any test strips left to return. A follow up report will be submitted if the meter is received.

Event description:
A complaint of high readings was received on a customer's freestyle flash meter. The customer obtained a reading of 20mmol/l and made changes to their medication. The customer experienced hypoglycemia during the night and was found unconscious the following morning. Paramedics were called and the customer's blood glucose level was tested using their meter. The result was very low. No reading available.